Event description:
It was reported that the patient had their lead explanted and replaced due to migration and infection. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead: model 3093-28, lot #0205244310, implanted: (B)(6) 2011, explanted: (B)(6) 2011, extension: model 3095-10, serial # (B)(4), implant date: unk, explanted: unk, programmer: model 3037, serial # (B)(4), external antenna: model 37092, lot #285240001.